Event description:
A customer reported a malfunction labeled as "malf 12." There was no adverse impact to the customer's blood glucose level as it did not exceed 500 mg/dl (27.7 mmol/l). Technical support provided pump reset instructions, assisted the customer in resetting the pump, and confirmed that the malfunction code did not recur afterward. The customer was advised to continue using the pump and to contact support if the issue reappeared, which the customer acknowledged.